Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump screen became gray and unresponsive, consistent with a device display malfunction and hardware failure of the user interface/display component. Symptoms included no clinical effects and blood glucose remained unaffected. Outcomes included a product replacement and continuation of glucose monitoring with a compatible cgm application or receiver. Investigation included remote troubleshooting and user guidance to power down the device and sync data to the mobile application prior to return and inspection of the returned device. Investigation of this device revealed a suspected display hardware failure rendering the device nonfunctional, with no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure and damaged screen.